Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" first test 0.8, second test 1.3. Therapeutic range: 2-3. About 10-20 minutes between tests. Patient milking finger after finger stick and added multiple drops of blood.

Manufacturer narrative:
Investigation pending.